Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation in her pain pattern, which is her low back and left leg down to her foot, after her permanent implant. However, the patient did receive effective stimulation during the trial. The patient reported she would have to increase the amplitude to receive sufficient pain relief in her foot. However, the stimulation would then become too strong in her back. Follow-up information revealed the patient underwent surgical intervention for a retrial on (B)(6) 2014. The patient reported she was satisfied with the stimulation coverage. Please note: the actual event date is unknown.